Event description:
The sales rep reported that mammomark tip sheared off in pt's breast during an 8g stereo procedure. Dr spoke to pt and explained what had happened. Pt seemed fine and went home. Upon reviewing the tip shear, the dr said she placed the marker in the probe upside down. She sampled from 12-6 and did not adjust the aperture back. So the probe was at 6 o'clock and the marker was at 12 o'clock. She pulled the marker while it was in the pt's breast and met resistance. Then they removed everything at once and said it was difficult to remove the probe. They didn't realize what had happened upon removing the probe, so they reinserted the probe and applied a second clip. The pt ended up with 2 clips and a plastic tip that sheared off. Dr is going to wait for pathology to come back to determine next steps.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, which prevented a full investigation and analysis of the root cause; however, based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately form the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Warning # 10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement. Through additional follow up with the sales rep, the diagnosis on this pt came back positive. The pt returned for an additional biopsy and then she will be going to surgery. She will either get a lumpectomy or a mastectomy.